Event description:
It was reported that right ventricular (rv) lead exhibited high and low defib impedance. Configuration was slightly out of range. However, at corvue it can clearly see the patent is in heart failure and this correlates to a low hv. Impedance. The patient is in stable condition.